Event description:
The customer reported a leak at the differential mixing chamber on the unicel dxh 800 cellular analysis system. The volume of the leak was about 10 ml and was contained within the instrument. The customer did not report any error messages from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the differential mixing chamber (mc240) had leaked. The fse also found that the solenoids for manifold mf330 were not firing because of the leak. The fse replaced the reagent service module resource controller (mrc) and cable, which repaired the solenoids and the leak. The repairs were verified per established procedures. (B)(4).